Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it passed. A pairing test was performed and it failed. A review of the bin file could not be performed due to log unable to be downloaded. The allegation was confirmed. The probable cause is a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was provided for investigation but does not reflect the alleged device. Confirmation of the allegation was undetermined. The root cause could not be determined. No injury or medical intervention was reported.